Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received compromised force sensor system. The customer¿s blood glucose level at the time of incident was unknown. The drive support cap was normal. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Unit received with a compromised force sensor system alarm during the basic occlusion test due to loose / protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to the compromised force sensor system alarm. Pump received with severely scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label, missing reservoir tube o-ring and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.